Event description:
On removal, the vital-port was embedded to the tissue requiring a second incision to remove it. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effect after this occurrence.

Manufacturer narrative:
Unknown as not provided. Lot # is unknown as it was not provided. Exp. Date is unknown as no lot # was provided. UDI # is unknown as no lot # was provided. Unknown as no lot # was provided. Patient code: additional surgical procedures is not labeled. Device code: embedded to tissue is not labeled.unknown as no lot # was provided. The event is currently under investigation.

Manufacturer narrative:
(B)(4). **** event evaluation **** a review of complaint history, instructions for use (IFU) along with a visual inspection and dimensional verification of the returned device were conducted during the investigation. The visual examination of the returned, used vital port noted that it was returned along with a catheter lock and a ~27.5 cm length of catheter. It was observed that the catheter was connected to the vital port body (per the IFU) and the suture holes showed signs of use. A visual inspection of the catheter confirmed the presence of a calcium-like substance. No fractures or punctures were observed on the catheter. It was reported that this device was implanted for 2 years and 9 months. A dimensional verification was performed on the catheter and outlet tube. All dimensions measured are within specification. The device's manufacturing lot was not provided so manufacturing records could not be reviewed for nonconformities. There is no evidence to suggest the product was not manufactured to specification. The complaint that the device was difficult to remove was confirmed through the customer's testimony. This statement is supported by the presence of calcium-like deposits on the od of the catheter, which has been previously linked to difficulty in removing the device from the patient. This is a known risk of implantation of catheter material, which is supported by a statement in the IFU. The root cause of the catheter calcification is unknown. No signs of nonconformity were found.

Event description:
On removal of the vital port catheter from the female patient, the port was adhered to the tissue; requiring a second incision to remove it. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effect after this occurrence.